Manufacturer narrative:
(B)(4). H6: suggested component codes: mechanical (g04) - provisional bottom. Visual examination of the provided photograph identified the unit as fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly trial broke when trialing. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.